Event description:
Event description boston scientific received information that this atrial lead triggered a lead safety switch to occur due to out of range impedance measurements. In addition, noise on the atrial channel caused several inappropriate atrial tachycardic response mode switches. A review of the daily measurements noted values within the normal range. No adverse patient effects were noted. Technical services was contacted.